Event description:
Reportedly, on (B)(6) 2019, infection was observed in the pacemaker pocket and the entire system was explanted. A new pacing system was implanted on (B)(6) 2019.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2019, infection was observed in the pacemaker pocket and the entire system was explanted. A new pacing system was implanted on (B)(6) 2019.